Event description:
It was reported that the last segment for the pulse rate on a pulse oximeter was missing. There is no report of patient involvement and no report of serious injury or death associated with this event.

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference.

Manufacturer narrative:
(B)(4). The customer complaint of missing segments was verified.